Manufacturer narrative:
(B)(4). Investigation summary: the device was received with no apparent damage. Upon visual inspection under magnification it was found a piece of plastic stuck at the upper jaw. The piece of plastic was removed to test the device. There were no issues observed with the opening and closing of the jaws. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. The piece of plastic stuck is a routine occurrence during surgical procedures if the device is used across staples, clips or any other material then tissue and does not necessarily indicate a manufacturing defect in the device. Care should be taken not to close the jaw staples, clips or any other material than tissue, for further information on device use can be found on the IFU. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, it wasn't possible to open the branch. A new device was opened. Surgery finished with another device. There were no consequences for the patient.